Event description:
A surgeon reported seeing a pt with an opaques intraocular lens (iol) ten years following implant surgery at another facility. The surgeon also reported the pt will need an add'l procedure to restore her vision. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info has been requested. (B)(4).